Event description:
Customer reported they found fluid leaking through the filter air vent hole. The medications infusing were epinephrine, fenoldopam, versed, tpn and dilaudid. Total infusion rate of all 5 drugs was 9.788ml/hr. All drugs are going through one filter. Multiple boluses of sedation and intermittent medications also given through the filter. No pt harm or medical intervention reported. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.